Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 plastic cover of the device peeled off exposing the sharp parts of the jaw toward the end of the procedure. The piece did not fully detach and nothing fell into patient. Harvester did not want to open a new device, so the procedure was switched to open. One branch was taken out using the evh and the other was using an open procedure. Patient was opened from knee to mid-thigh. There was a minor delay in the harvest and leg operation as the leg had to be closed. Patient had a longer incisional wound as the procedure was changed to open. The vein was fine. There was no additional blood loss than any other harvest. There have been no post-op issues reported.

Manufacturer narrative:
Trackwise # (B)(4). Corrected section: b3 from "08/26/2024" to "07/23/2024"; d4 - UDI; h1 from "malfunction" to "serious injury"; h6 - health effect ¿ clinical code from "4580" to "4582"; g3- date received by mfg initial MDR 2242352-2024-0001047. Corrected from ""09/05/2024" to "08/26/2024".

Manufacturer narrative:
Tw # (B)(4). The device was returned to the factory for evaluation on 10/09/2024. An investigation was conducted on 11/19/2024. A visual inspection was conducted. Both the harvesting device and cannula was returned for evaluation. Signs of clinical use and evidence of blood was observed on both devices. There were no visual defects observed on the intact c-ring or intact cannula handle. There were no visual defects observed on the intact clear hot jaw silicone insulation. The clear insulation on the cold jaw was observed to be peeled back from the tip of the cold jaw, exposing the cold metal jaw tip. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. No other visual defects were observed. No further testing was conducted due to the condition of the jaws and the heater wire. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; delaminated; jaw" was confirmed, as well as the analyzed failure "material twisted/ bent wire" was observed. The lot # 3000403563 history record review was completed. There is 1 ncmr; rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure or the analyzed failure. Specific actions for the reported/analyzed failure modes are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a.

Event description:
The hospital reported insufficient information concerning a vasoview hemopro 2.

Manufacturer narrative:
Tw ID#: (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.